Event description:
In 2009, the patient reported that yesterday he began to feel lethargic and was urinating frequently. His blood glucose was elevated to 434 mg/dl and he began to bolus and smelled insulin. He then found that the infusion tubing had separated from the luer connection. The infusion tubing had been in use for 5 days. He changed the infusion set and bolused. At the time of the report, his blood glucose measured 60 mg/dl. He stated that anything below 200 mg/dl is a normal reading for him. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.